Event description:
A surgeon reported that about 10 pts experienced infection after cataract surgeries where viscoelastic was used. Per the reporter, those infections looked like an endophthalmitis, but were not endophthalmitis since no bacteria were found in the cultures. The exact nature of the infection was unk. Per the reporter, the surgical processes and prod were not changed before these cases outbreak. The surgeon and operating room staff were different for almost all cases. Due to the event, two operating rooms have been closed. The reporter also informed that they also suspect a serious indoor air problems at the whole hosp. Add'l info has been requested, but not rec'd to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not rec'd to date. (B)(4).